Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The patient presented with an acute myocardial infarction and back pain. The patient was brought to the cath lab where the decision to perform emergent angioplasty on the svg in the rca was made, as the svg in the om2 was full of debris and had a lower rate of success. The posterolateral branch of the rca was predilated with a 2.0x15mm balloon. A 2.75x16mm taxus express2 drug eluting stent was placed, obtaining a great angiographic result with a much better flow. There was a major st elevation during the stent placement which resolved completely. The physician then moved his attention to the svg in the obtuse marginal 2 (om2). Two passes with a (expert) thrombectomy device were made, which improved flow. There were two severe lesions identified in the proximal portion and more identified in the distal portion. The physician made two attempts to use a filter wire, dilating between each attempt, but was unable to cross the distal lesions. The lesion was fibrotic. A suture or staple was located in the lesion area. The most diseased section of the lesion (pre-suture or staple) was predilated with a maverick2 balloon. A 3.00x28mm taxus express2 drug eluting stent was then placed in the middle portion covering the tightest middle and distal portions. The stent was inflated to nominal pressure, but there was still residual narrowing. The stent was deployed at 12 atms. The physician noticed the flow had stopped in the proximal portion and there appeared to be minimal forward flow suggestive of extravasation of dye outside the stent. It was decided to discontinue the procedure as the patient was free of chest pain, there were no EKG changes and the threat of possible extravasation of flow the occlusion of the vessel was probably a safer alternative. Upon removal of the stent delivery system, balloon resistance was felt. The guide moved forward and dissected the proximal vessel. The stent balloon did deflate. A slight staining of dye was observed at the level of the stent which may have been a hematoma or a perforation. Subsequent evaluation via angiography showed the distal end of the stent to have a funnel appearance. The physician concluded the funnel effect was caused by a suture or staple at the distal diseased portion of the graft. No additional patient complications were reported. Patient status reported as "procedure completed successfully".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.